Manufacturer narrative:
The device was returned to spatz fgia inc. For analysis on (B)(6) 2024 and an evaluation was completed. The testing revealed a long linear cut on the inflation tube that caused the deflation. Inflation tube tear when the doctor does not ensure the closing of the "valve-hold" in the appropriate way. In these cases, if there is a kink in the inflation line the inflation tube could burst during the filling process. Closing the valve-hold can prevent this problem from recurring. The risk is clearly stated in IFU label - to pay special attention for not causing kink in the inflation tube. The valve was designed with kink-resistant section of inflation tube, the addition of the valve hold protects the inflation tube from failing.

Event description:
The balloon was implanted and when reaching to inflation of 400cc a blue liquid was detected in the stomach.

Event description:
The balloon was implanted and when reaching to inflation of 400cc a blue liquid was detected in the stomach.

Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined radiographically and/or endoscopically, as this is indicative of a balloon deflation. It is necessary to replace a balloon which has spontaneously deflated. Complications- possible complications of the use of the spatz3 adjustable balloon system include: balloon deflation and subsequent replacement.